Event description:
Reportable based on device analysis completed on 22nov2022. It was reported that the coil could not advanced. The target lesion was located in the mildly tortuous and mildly calcified spermatic vein. After a 0.021 microcatheter was placed, a 5mm x 15cm pe f-idc 2d coil was delivered in the microcatheter but the coil got stuck in the opening and could not be pushed out. The coil was pulled back with the microcatheter. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. However, returned device analysis revealed the interlocking arm was found detached.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection, the main coil, the pusher wire, the introducer sheath were returned. The main coil and the pusher wire were interlocked inside the introducer sheath. The introducer sheath was found with blood residues. Twist lock was opened. The pusher wire was kinked. The main coil was stretched. The interlocking arm was found detached. Functional inspection, the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscope inspection, under magnification was possible observed that interlocking arm detached